Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the clogged foreign material was a piece of silicone rubber. The manufacturing record was reviewed and found no irregularities. Omsc presumed that rubber packings in the water supply button or the water supply tank outlet, or rubber parts of the cleaning tube (mh-946) went through the pipeline and clogged in the nozzle. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on january 5, 2022, it was found that the nozzle was clogged with the foreign material. There was no report of patient injury associated with the event.